Event description:
Pt reported, the infusion device turned off without providing an alert or error message on (B)(6) 2011, and pt changed the battery and the battery cover. On (B)(6) 2011 at 4:00 am, the infusion device displayed a2 low battery, went into the stop mode, and powered off without providing an add'l error message. Infusion device was not exposed to water or electromagnetic fields, and the correct type of battery is used. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for eval. No additional was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.